Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- (B)(4). Contact person- (B)(6).

Event description:
It was reported that many times during operation the twin pump module (tpm) displayed the error message ¿safety-s¿. When power switch put on and off 5 to 6 times, then pump pass the self test. After about one week of normal operation above mentioned fault comes again. Unknown if patient was involved. (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). The concerned pump was delivered on (B)(6)2018 in order to perform service. The pump in question was investigated by the service department. According to the investigation report# (B)(4). Dated on (B)(6)2019 following was found: the pump was tested over a period of about 3-4 hours in all possible modes and different speeds to reproduce the error. The pump reacts to everything as intended, run away - belt slip - error dir - overload. If the pump is switched on and the pump head is moved before initialization, the safety-s error is provoked. But this behaviour is normal. The error could not be reproduced. It could only be determined by reading out via a terminal program that the values of poti, actv and setv fluctuated between 0 and 2 instead of being fixed to 0. These fluctuations could be eliminated by exchanging the control board. The affected control board will be forwarded to our life cycle engineering (lce) in order to perform the most probable root cause analysis. A supplemental medwatch will be submitted after new information has been received.

Event description:
(B)(4).

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
Lce performed the investigation according to report # (B)(4) on 2019-12-23:several values of the internal monitoring functions were slightly disturbed during the investigation. This leads to the assumption that these disturbances are sporadically more intense and lead to the erroneous recognition of the intervention of the safety system observed corruption of internal data acquisition lead to the conclusion that the most probable root cause is a defect of the microprocessor ic16. The reported failure "safety-s error" message could be confirmed. It is unknown when the error message occurred. The hl 20 which was used was responsible for this complaint. The occurrence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of getinge trending program and additional investigations or corrections will be implemented in case of adverse trending.